Manufacturer narrative:
Additional information: b1, b2, b5, d7, d10, h1, h3, h6.

Event description:
New information states that the device was explanted.

Manufacturer narrative:
The reported event of long charge time was confirmed. A review of the device image showed that the device timed out during capacitor maintenance. A charge timeout was observed during initial testing in the laboratory, but the failure mode was lost subsequently. The high voltage capacitors were analyzed, and no anomaly was found. The cause of the reported event appeared consistent with an intermittent hybrid anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the ed after receiving a patient notifier. It was noted that the implantable cardioverter-defibrillator maxed out charge time during routine capacitor maintenance. Alert was also caught via merlin.net. The device was at eri due to the capacitor charge time. Device replacement was discussed. The patient was stable.